Event description:
It was reported that there was air in the tubing of clearlink extension set. This was noted during infusion while connected to a buretrol set. There was patient involvement; however, it was not reported if there was patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported to have occurred within the last two weeks of (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.